Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner. The ball joint at the tip was loose and could not be fixed.

Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000185835 has been reviewed. No non-conformity indicating the reported failure was observed. All the products had been performed 100% mechanical function test during production, and all passed the function test, which demonstrate the ball joint can be fixed. 2. Trend analysis: (B)(4). There¿s no similar complaint reported for this lot 3000185835. 3. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. 4.communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. 5.device not returned: (4114/ 3221 & 67) despite request, device was not returned.